Manufacturer narrative:
(B)(4). H6 health effect - clinical code - 4581 appropriate term/code not available for felt inebriated. H6 health effect - clinical code - correction adding of codes and also replace 2146 burning sensation, 2553 confusion/disorientation.

Event description:
Subsequent to the initial MDR, correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).